Event description:
The customer stated that he tested his blood glucose using his contour meter and received a result of 27 mg/dl. He retested using another meter and received a result of 404 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement test stirps were sent to the customer.